Manufacturer narrative:
Continuation of d10: 383069 lead; implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room due to shortness of breath. It was noted that the physician was concerned that the cardiac resynchronization therapy pacemaker (crt-p) was not working appropriately. The physician noted that the electrocardiogram (EKG) reads possible pacemaker failure. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
Additionally, the clinic disclosed that the patient was in atrial fibrillation (af) with rapid ventricular response and heart failure. The symptoms were determined as unrelated to the device. It was confirmed that there was no performance issue with the device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.